Event description:
In 2007, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The patient was later found to have an infected abscess of their lower back. A CT was performed which demonstrated that the patient's aorta was also infected, subsequently infecting the excluder devices. Approx two months later, all of the endografts were explanted. An axillary bilateral femoral graft was surgically sewed into the patient in order to isolate the infected lower abdominal area. The surgery was reported to be successful with the patient in stable condition.

Manufacturer narrative:
Additional devices implanted in this patient include: lot 04825251, lot 04687019, lot 04384361.